Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited abnormal impedance measurements and high capture thresholds on the right ventricular (rv) lead channel. This device remains in use. However, the rv lead was surgically abandoned and replaced to resolve the issue. No adverse patient effects were reported.